Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, a side branch occlusion occurred. On (B)(6) 2013, the patient presented with unstable angina and was referred for cardiac catheterization which revealed a lesion in the proximal left anterior descending (lad) artery. The 90% stenosed lesion was 20 mm in length with a reference vessel diameter of 3.00 mm. The lesion was predilated using an unspecified balloon catheter and a 3.00 x 28 mm study stent was deployed, resulting in 0% residual stenosis. Baseline core lab angiography taken prior to the procedure revealed 20% side branch stenosis at acute (ac) marginal artery. Post procedure angiography revealed 70% branch percent stenosis in ac marginal. One day post procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).